Event description:
It was reported that during a coronary intervention procedure a dissection occurred. Access was obtained via the right femoral artery. The target lesion was located in the moderately tortuous and mildly calcified distal right coronary artery (rca). A kinetix guide wire was advanced to the lesion and it was noted that the physician had difficulty crossing the lesion. During the attempt to cross the lesion the wire "prolapsed" and became kinked, causing a dissection in the rca. The kinetix guide wire was removed and a 2.5x12mm apex balloon catheter was advanced to the lesion and was inflated at 8atms for 5 seconds. It was noted that there was st segment elevation and atropine was administered to the patient. The 2.5x12mm apex balloon was repositioned in the mid rca and was inflated at 6, 8, 10 and 14atms for 10 seconds. The apex balloon catheter was then moved to the distal portion of the rca and was inflated four times at 14atms for 5 seconds. A 2.0x12mm apex balloon catheter was then advanced to the rca and was inflated the first time at 14atms for 10 seconds and inflated a second time at 12 and 14atms for 10 seconds. The apex balloon catheter was removed from the patient and a 4.0x28mm veriflex stent was advanced and deployed at 12, 14 and 16atms for 30 seconds in the distal rca. A 2.75x12mm promus stent was then advanced to the distal rca and deployed at 8atms for 30 seconds. A 4.0x20mm veriflex was advanced to the mid rca and deployed at 12atms for 30 seconds. The stent delivery balloon was re-inflated at 18atms for 5 seconds, 6atms for 5seconds, 8atms for 5 seconds and 15atms for 5 seconds. The 2.75x12mm promus stent delivery balloon was then re-advanced to the lesion and inflated at 3atms for 60 seconds and 5atms for 15 seconds. The 4.0x20mm veriflex stent delivery balloon was advanced the lesion again and inflated at 14atms for 5 seconds. A thrombectomy catheter was then advanced to the lesion and aspiration was performed. The procedure was completed at this point with no additional patient complications. The patient's status is listed as okay.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).